Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A orthoptist reported suction loss on a patient's right eye caused an incomplete lasik flap. Flap was excised and procedure was converted to photo refractive keratectomy (prk).

Manufacturer narrative:
A company representative went onsite and evaluated the system due to the reported event of suction loss.. The company representative replaced parts to address the issue. System was tested and verified to meet specifications. However, the suction issue was still persisted. The company representative went onsite and found an issue with the vacuum pump assembly. The company representative then replaced the vacuum unit, patient interface to correct the suction loss issue. No other related issues were reported thereafter. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to the non-conforming vacuum unit, patient interface. (B)(4).